Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that a pin was pushed back in the connector. It was determined that this was due to the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that this caused an e5 error code. The assignable root cause was determined to be component damage due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing in sterile processing it was observed that the motor device displayed an unspecified error code. During in-house engineering evaluation it was found that a pin was pushed back in the connector causing the device to display an e5 error code. It was reported that there was a spare device available for use. There was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.